Event description:
After the sheath was inserted and the dilator was removed, blood leaked from the sheath. The sheath was not returned to datascope for evaluation. The sheath was discarded by the facility. (Event complications: none from the event- reported 2/18/98.) (Pt's current status: unk- rpt'd 2/18/1998.)